Manufacturer narrative:
Device received with blank display and constant tone anomaly, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the beep and vibrate anomaly. Customer's blood glucose level was 280 mg/dl. Customer stated that the insulin pump rest and it did start up again and worked and now was giving the constant tone again. Troubleshooting was performed. The insulin pump will be returned for analysis.